Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04723. It was reported that stent damaged occurred. In 2006 patient had a taxus liberte paclitaxel-eluting coronary stent system implanted in the mid left anterior descending (lad) artery. In (B)(6) 2017, the patient presented with in-stent restenosis (isr) of the previously implanted stent in mid lad. Vascular access was obtained via the right radial artery. The 80% stenosed, 36 x 2.25mm, concentric, in-stent restenosis target lesion containing a lesion bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified right lad and first obtuse marginal. Pre-dilation was performed with 2.5 x 12mm emerge balloon catheter. Then a 3.50 x 20 synergy¿ drug-eluting stent was advanced, however it could not cross the lesion. The device was removed and it was noted that the stent struts were frayed. The lesion was further pre-dilated with 3.25 x 12mm nc emerge balloon catheter and a 3.50 x 20 synergy¿ drug-eluting stent was implanted. Post dilation with a 3.75 x 12 nc emerge balloon catheter and imaging using intravascular ultrasound (ivus) was performed to complete the procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent rows 1-2 were damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04723. It was reported that stent damaged occurred. In 2006 patient had a taxus liberte paclitaxel-eluting coronary stent system implanted in the mid left anterior descending (lad) artery. In (B)(6) 2017, the patient presented with in-stent restenosis (isr) of the previously implanted stent in mid lad. Vascular access was obtained via the right radial artery. The 80% stenosed, 36x2.25mm, concentric, in-stent restenosis target lesion containing a lesion bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified right lad and first obtuse marginal. Pre-dilation was performed with 2.5x12mm emerge balloon catheter. Then a 3.50 x 20 synergy drug-eluting stent was advanced, however it could not cross the lesion. The device was removed and it was noted that the stent struts were frayed. The lesion was further pre-dilated with 3.25x12mm nc emerge balloon catheter and a 3.50 x 20 synergy drug-eluting stent was implanted. Post dilation with a 3.75x12 nc emerge balloon catheter and imaging using intravascular ultrasound (ivus) was performed to complete the procedure. No further patient complications were reported and the patient status was stable.